Manufacturer narrative:
Insulin pump monitored for several days and no blank display noted. However, device received with detached end cap. Unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify a33 alarm due to detached end cap.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had stopped working and had compromised force sensor while priming the tubing. The customer blood glucose level was 160 mg/dl. Customer reported that the drive support cap was normal. The customer reported that the bottom of the insulin pump around the reservoir compartment was cracked. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.